Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# n504859004, implanted: (B)(6) 2014, product type: catheter. (B)(4)

Event description:
The health care provider reported that the patient experienced redness and discomfort along a new abdominal incision site. This was noted through examination and palpation. The pump had been implanted to treat non-malignant pain. The newly implanted pump was filled with 1.0 mg/ml dilaudid, which was being delivered at 0.2502 mg/day. The event was related to the implant procedure. On (B)(6) 2014, the health care provider prescribed bactrim ds (1 tab twice a day for 7 days). The patient's incisions were examined again on (B)(6) 2014. The incisions were clean, dry, intact, and healing well. There was no erythema, tenderness, or drainage noted.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).